Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarm or frozen screen noted. Unit received with cracked case on display window corners, minor scratched lcd window, and broken reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 247 mg/dl. The customer stated he was lying on top of the pump. The customer stated that he had a frozen screen on the main menu screen. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.